Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the reported issue was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault message (sf 180) indicating a battery charger fault. It was also reported that the device had a power failure and unexpected restart. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device's main pcba was returned to the resmed design house and an extensive engineering investigation was performed. Review of the device data logs confirmed a single occurrence of system fault 180 and revealed an occurrence of alarm 182. Performance testing could not reproduce the system faults and the main pcb functioned correctly. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device faults (sf 180, sf 182) were indicating battery lost communication was due to software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).